Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that bsc does not own MDR reporting obligations for this product. Amending MDR decision to MDR, no report.